Event description:
It was reported that a large volume infusor did not deliver its contents during patient infusion of an unknown drug. The reporter stated that, after 2 days of infusion at the patient¿s home, when the patient returned to the hospital it was noticed that the volume inside of the device had not significantly decreased. The patient¿s port was then flushed, and no occlusion was found. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between february 6, 2014 and february 8, 2014. Investigation summary: baxter received the unit for evaluation with approximately 231ml of fluid in the bladder. Visual inspection on the unit showed no evidence of flow at the distal luer when the luer cap was removed. Microscopic inspection of the flow restrictor revealed the cause of the no flow problem was due to micro air bubbles blocking the fluid path located inside the lumen of the glass capillary. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.